Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device was in used condition, not in its original packaging, was decontaminated, the dso was peeling, and the lcd lens was scratched. Functional tests were performed and found the latch lock sensor was not working and was causing the alarm. The reported problem was confirmed, and the root cause of the problem was a damaged latch lock sensor. The service history review identified that the device has not been serviced within the review period. As a result, the latch lock sensor was replaced to correct the problem. The dso seal, lcd lens, keypad, overlay gray, side label, were also replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device exhibited ¿cassette not locked¿ alarms. There was no patient involvement and no patient harm/adverse event reported.